Event description:
Pt tested blood glucose on suspect device and blood glucose was 105 mg/dl. Pt feeling funny, had tingling fingers. Went to dr who tested blood glucose on his device a few hours and blood glucose was 385 mg/dl. Both tests were fasting test. Pt was given a shot and some pills, but does not recall type of medication administered by dr.